Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the device did not seal after multiple attempts. There was no regrasp alert. End tone was heard but no evidence of energy delivery. Normal vascular tissue around the greater curvature of the stomach was grasped. Device performed cutting and led to bleeding. Needed replacement for the device. There was no patient injury.